Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in a slow ventricular tachycardia, the physician had hoped to use ventricular nips to break the vt but nips was not available while the episode was ongoing. The physician used the pc shock button to successfully terminate the vt. No programming changes were made. The device remains implanted. The patient was fine afterwards.